Event description:
A customer reported to baxter corporate product surveillance (cps) an unknown secondary medication set in which an unspecified leak occurred. It is unknown when the reported condition occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse events related to this event. The reporter has no additional information to provide on the reported condition.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number. Baxter will continue to monitor similar reports to determine if further actions are required.